Event description:
The following information was received through literature ¿the purpose of this study is to examine the effectiveness of the gore® acuseal vascular graft and its complication in end-stage renal disease patients in taiwan¿, annals of vascular diseases 18: 120-121. This is a retrospective review of seventy patient who received gore® acuseal vascular grafts in exhausted or severely aged superficial veins at a (B)(6) hospital since 2022. Results: four (4) patients with hemodialysis access failure due to graft dissection. Patients were examined for repeat or unexplained graft thrombosis. Treatment for the initial lesion included thrombectomy and percutaneous reintervention with balloon dilations. Treatment for the graft delamination or dissection included hickman catheter insertion with new shunt creation for 2 patients and stent placement for 3 patients.

Manufacturer narrative:
H3: the device was still implanted, couldn't be returned. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: c19: due to an unknown lot/serial number and no device return, an investigation could not be performed. The identity of the device was not provided; therefore, the device history record could not be examined to identify any potential root causes attributable to the manufacture of the device. The case description could not be confirmed, as no identity or the device were provided for evaluation. An imaging evaluation task is not required for the clinical images in the literature: the association of the gore complaint devices to the clinical images within the article is clear, and the article¿s author is the expert on the article¿s content. Therefore, analysis of clinical images provided within the article sufficiently describes the illustrative purpose of the image. The reported failure mode reflects the case description but could not be confirmed. The evaluation found no anomalies attributable to the manufacture of the device. Therefore, the cause of the event cannot be determined.